Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: customer states "puncture vessel, epigastric artery" patient returned to theatre emergency laparotomy. Seven litres blood transfusion. Additional information has been requested, however, no updates have been received as of yet.

Manufacturer narrative:
(B)(4)